Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in-clinic, back-up mode was observed on the device due to event queue overflow. The device was successfully reprogrammed to normal function, and the patient was stable with no adverse consequences.